Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set-up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error 23105 pointing to set up joint (suj) 1. The site had rebooted the system, but the error was not resolved. The arm was disabled, and the surgeon was able to continue with the procedure robotically using 3 arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system initially powered on without errors and the system functionality was checked upon powering on the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the distal set-up joint (suj) associated with this complaint and completed investigations. The distal was returned for failure analysis for error 23105. Error 23105 was confirmed and replicated in-house. The distal was ran on patient side cart fixture test platform (pftp) and it failed the wrist encoder test; it did not display the blue line during testing.

Event description:
Refer to h10/h11 for follow-up information.